Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737, software version: 1.2.0. A medtronic representative went to the site to test the equipment. Testing revealed that the system itself performed as intended. It was suspected that the issue was with the precision aiming device (pad). The issue could be recreated but the instruments used were accurate by checking known anatomical landmarks. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for an electrode and probe placement procedure. It was reported that intra-operatively, the surgeon was able to ablate the first tumor with no issue. The surgeon went to ablate the second tumor and noticed an alleged inaccuracy of five millimeters. There was no reported delay, but the surgery time was extended to place a new lead in an attempt to hit the second lesion. The added surgery time was approximately an hour. Use of the navigation system was aborted. The surgeon attempted to use another system to proceed with the case. The procedure was aborted. There was no reported impact to patient outcome. The cause of the five millimeter inaccuracy was unknown; it was reported that when the latest magnetic resonance imaging (MRI) scan was uploaded to the navigation system the entry points for both leads were off, the first lesion just happen to be much larger making it an easier target.

Manufacturer narrative:
Additional information received from a manufacturer representative reported that the navigation system was not aborted, and the procedure was not aborted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for an electrode and probe placement procedure. It was reported that intra-operatively, the surgeon was able to ablate the first tumor with no issue. The surgeon went to ablate the second tumor and noticed an alleged inaccuracy of five millimeters. There was no reported delay, but the surgery time was extended to place a new lead in an attempt to hit the second lesion. The added surgery time was approximately an hour. There was no reported impact to patient outcome. The cause of the five millimeter inaccuracy was unknown; it was reported that when the latest magnetic resonance imaging (MRI) scan was uploaded to the navigation system the entry points for both leads were off, the first lesion just happen to be much larger making it an easier target.

Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that the root cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.